Manufacturer narrative:
Additional procode: hto. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 the ria2 was being used for graft for non-union of competitor nail. The ria graft to be taken from contralateral side. Intraoperatively, the ria reamer head firstly came off drive shaft within patient femur. It was easily retrieved using the synream reaming rod. The reamer head clicked back onto drive shaft and on reinsertion and commencement of use, the drive shaft snapped, while reaming proximal right femur, with drill in drill mode. Surgeon appeared to be using considerable force, and was advised to change reamer head size, which did not occur. The reamer head appeared jammed against medial cortex and would not advance. The broken drive shaft removed from patient via pliers, and surgeon elected to continue procedure without further use of ria2, due to additional reamer drive shaft being unavailable in this case. No known adverse impact to patient. The patient status is unknown. There was a surgical delay of thirty (30) minutes. Concomitant device reported: unknown reamer head (part# unknown, lot# unknown, quantity 1). This report is for one (1) drive shaft for ria 2 520mm. This is report 2 of 2 for (B)(4).